Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation was ruptured. Concomitant medical product: d334drg ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned to the manufacturer after being explanted due to the patient developing an infection after a pancreatic cancer procedure. The lead was analyzed and tested out of specification. No further patient complications have been reported as a result of this event.